Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented remotely with non-sustained right ventricular over-sensing episodes triggered by a failure to capture on the right ventricular lead. The lead pacing impedance had recently increased but was still in range. Programming changes were made and capture became stable and consistent. There were no patient consequences.